Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the reload was placed on the stapler but the jaws did not appear to close all of the way when loaded. The tech reloaded and checked for proper loading and it was loaded correctly. The reload was then removed and a new reload was opened and used without problem. No patient injury.